Manufacturer narrative:
The investigation into limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient experienced multiple complications during impella cp support. Following successful implant, the patient showed some signs of bleeding when the peel away sheath was being withdrawn. The decision was made to leave the 14 fr peel away sheath in place to stem the bleeding. However, the patient then developed numbness and lost pulse in their right leg. A reperfusion retrograde sheath was placed in response to the ischemia and the issue resolved. Support continued with the implanted pump following the intervention. The patient survived the event.